Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope, hypotension and tachycardia. Oversensing during ventricular high rate episodes was noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.